Manufacturer narrative:
Investigation summary : forty seven (47) samples were received for evaluation. All of them are in the sealed packaging flow wrap. All of them shows the damage reported therefore failure mode is verified. This type of damage was induced by a process variation at the flow wrapper. A sensor was installed to ensure the right timing and prevent this type of damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion : this is the first complaint for the lot# 7139550 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7139550 during this production run. Root cause description: this type of damage was induced by a process variation at the flow wrapper. Rationale. A sensor was installed to ensure the right timing and prevent this type of damage.

Event description:
It was reported that during the use of the 10 ml bd posiflush¿ normal saline syringe were found to have broken core rods, which affected the normal use of the product. There was no report of injury or medical intervention.